Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the customer returned one spring wire guide (swg) for analysis. No obvious signs of use were observed. Visual analysis revealed one major kink along the guide wire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 260mm from the proximal tip. The outer diameter of the guide wire measured 0.796mm which is within the specification limits of 0.788mm - 0.826mm per guide wire product drawing. The overall length of the guide wire measured 601mm which is not within the specification limits of 450mm - 458mm. This indicates that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the reported batch and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the swg kinked during use was able to be confirmed through examination of the returned sample. One kink was found in the returned swg. The returned guide wire met all relevant functional requirements, and a device history record review on the reported batch did not identify any manufacturing related issues. However, the length of the returned guide wire did not match that of the reported kit indicating that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The probable cause of guide wire damage could not be determined based on the dimensional discrepancy between the customer reported kit and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during patient use. No patient harm reported. The patient's condition is reported as fine.